Manufacturer narrative:
Correction to section g3: the date received by manufacturer in the initial report should have been 06 nov 2020 in the initial report rather than 09 nov 2020.

Manufacturer narrative:
The directions for use states that the implant must be charged every 30 days to avoid battery depletion. Based on the information received, the cause of the reported incident is related to user error.

Manufacturer narrative:
Date of event is estimated. The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported the patient lost therapy due to not charging the ipg. The patient has not recharged or used the ipg in over 3 months. The issue was resolved through an ipg replacement. Effective therapy restored post-op.